Event description:
It was reported that the merlin programmer exhibited overestimation of battery longevity. No intervention was performed. Patient was stable.

Manufacturer narrative:
Correction: upon review, the merlin programmer should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.